Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to confirm the customer's reported issues. During bench testing the unit alarmed and stopped ventilating. Internal inspection revealed pinched tubing. The service technician replaced and rerouted all tubing. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1200 was not cycling properly while connected to a patient. Pressure continued to increase pressure continues to increase and alarm high pressure. The patient was removed from the ventilator and placed on a back up unit. There was no patient harm associated with the reported malfunction.